Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient stated that in the last 3-4 days they noticed a thing right above their tailbone that felt like a piece of bone or something. The patient noted that it feels touchy when they sit down because it puts pressure on it. The patient commented that they're worried that a piece of the stimulator came loose and that's what they're feeling. The manufacturer's patient services specialist (pss) reviewed information. Pss redirected caller to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.